Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s wife) reported that the customer received readings from his adc blood glucose meter that were higher than he felt. Caller reported readings of 358 mg/dl ((B)(6) 2017 at 10:39 pm), 261 mg/dl ((B)(6) at 1:14 am), 323 mg/dl ((B)(6) at 5:08 am), and 226 mg/dl ( (B)(6) at 8:04 am). The caller reported that her husband was hospitalized on an unspecified date due to the high readings, but stated ¿for privacy purposes¿ she did not want to disclose information about the medical event. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, retained test strip samples from the same lot reported by the customer (1612502) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
A caller (customer¿s wife) reported that the customer received readings from his adc blood glucose meter that were higher than he felt. Caller reported readings of 358 mg/dl ((B)(6) 2017 at 10:39 pm), 261 mg/dl ((B)(6) at 1:14 am), 323 mg/dl ((B)(6) at 5:08 am), and 226 mg/dl ((B)(6) at 8:04 am). The caller reported that her husband was hospitalized on an unspecified date due to the high readings, but stated ¿for privacy purposes¿ she did not want to disclose information about the medical event. No further information was provided. There was no report of death or permanent injury associated with this event.